Event description:
It was reported that three mobi-c implants disassembled in the disc space during surgery while the inserter was rotated in the incorrect direction. The surgery was able to be successfully completed with a mobi-c on the final attempt and there was no patient impact. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: the root cause can be attributed to improper instructions. The sales rep reported "I made a mistake in instructing the surgeon on how to disengage the inserter, which ultimately led to the wastage of three implants. Specifically, I provided incorrect guidance by instructing the surgeon to turn the dial counter-clockwise instead of clockwise. This caused the implant to disengage from the peek inserter unassembled, resulting in the wastage." DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3004788213-2024-00019 through 3004788213-2024-00021.

Event description:
It was reported that three mobi-c implants disassembled in the disc space during surgery while the inserter was rotated in the incorrect direction. The surgery was able to be successfully completed with a mobi-c on the final attempt and there was no patient impact. This is report one of three for this event.